Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer declined troubleshooting, and reported that the health care professional wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.